Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the last week the device has stopped helping their symptoms and patient was up multiple times during the night. Reviewed how to increase stim. Patient was able increase by 0.1 then was not able to communicate with the ins again, was on with patient for 30 mins. Recommended patient call back when they have someone there to help. Additional information was received from the patient. They reported that after the last call ended they were able to connect, however therapy as still not effective and they wanted to connect again, but they were having difficulty. It was determined the communicator was plugged in, so the patient unplugged it and turned it on. They tried to position it over the implant, but said it was difficult to place it over the implant, but they could find the implant with their hand. They tried several times, but they were unable to connect. They said it seemed like the ins moved. When asked, they said they were alone, but could make arrangements for a caregiver to help place the communicator over the implant. They were going to take a break as they had been working on this prior to calling for an hour. They were going to call back when they had assistance.